Manufacturer narrative:
Beckman coulter identifier for this report is (B)(4).

Event description:
On (B)(6) 2012 customer reported a diluent leak (approximately 200 ml.) Coming from the left side of the lh750 analytical station. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and found tubing cut at pinch valve 5 (pv5). Fse stated that this valve uses the vent line on the needle to send blood to the slidemaker. Fse replaced the tubing at pv5 and resolved the leak. Repairs were verified as per established procedures and results met published performance specifications.